Event description:
It was reported the patient experienced an infection with the pump. The pump was delivering baclofen. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported perioperative antibiotics had been administered. The date of onset/diagnosis of the infection was listed as (B)(6) 2013. Symptoms the patient experienced of the infection consisted of drainage. The primary location of the infection was unknown. A culture was obtained however the health care provider (hcp) was unable to find in their records the type of organism cultured. Treatments instituted for the infection included IV (intravenous) antibiotics and total device system explant. No further information related to the event was provided.